Manufacturer narrative:
The events of "capsular contracture and seroma" are physiological complication sand analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma, rupture, and anxiety.

Event description:
Patient reported right side capsular contracture baker grade IV, fluid, and possibly a rupture, and anxiety over recall. The device remains implanted.